Event description:
The implant failed due to poor oral hygiene. Fixture was placed at #17 and removed after 33 months. Traditional 2 stage. Fixture was placed with primary closure. Healing abutment load. Prosthetic attachment (single). Moderate bone condition. Poor oral hygiene.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There was no information on medical condition of patient.